Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 mar 2026 has been used as a placeholder. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a transpac® IV bifurcated monitoring kit 48", 2 disposable transducer, 2 3 ml squeeze flushes, macrodrip (pole mount) where it was reported that during surgeries the transducers stop working randomly. The incidents happened during open heart surgery. There was patient involvement and no patient harm.